Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a procedure involving a left atrial appendage closure, the mandril protruded from a amplatz extra-stiff support wire guide. The user reportedly noticed that the mandril protruded from the tip of the wire after attempting to manually curve the wire tip; however, per the reporter, it is unclear if the mandril was protruding prior to altering the tip or if it occurred when the tip was curved by the user. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. Physical examination of the returned device found that the inner mandril was protruding from the coils just past the curved section (approximately 4cm from the distal tip). A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. The product IFU states, ¿altering the tip¿s configuration or curve manually may damage the wire guide.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, returned device, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that an unintended user error contributed to the failure in this incident. From examination of the information provided, no manufacturing or design deficiencies can be confirmed at this time. When the user curved the wire guide tip, they noticed that the core wire (inner mandrel wire) was protruding from the tip. The IFU warns that ¿altering the tip¿s configuration or curve manually may damage the wire guide. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during a procedure involving a left atrial appendage closure, the mandril protruded from a amplatz extra-stiff support wire guide. The user reportedly noticed that the mandril protruded from the tip of the wire after attempting to manually curve the wire tip; however, per the reporter, it is unclear if the mandril was protruding prior to altering the tip or if it occurred when the tip was curved by the user. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
E1: customer name and address = phone: (B)(6). G4: PMA/510(k) number = k171764. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.